Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04 jun 2025, it was reported by an arthrex employee via email that an ar-1923bc suture anchor, biocomposite pushlock® 2.9 x 15.5 mm, eyelet detached after insertion and broke during use. This was discovered by the customer during a procedure. A new implant was used to complete the case successfully as the first implant cannot fulfill its purpose.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause can be attributed to misuse due to improper bone preparation, misaligned insertion, and/or prying/leveraging the device during insertion.